Event description:
Information was received indicating that a patient fell asleep on a patient control dose cord. The button was pushed 64 times while the patient fell asleep on the cord and likely delivered doses while they were sleeping. The duration that this took place and total number of doses the patient received were not specified. The patient was receiving hydromorphone 0.1mg with a lockout of 10 minutes with a 1 hour dose limit of 1.2mg. There were no reported adverse events